Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The patient presented with elevated st segments which then settled. Coronaries looked fairly normal with a few small irregularities. The decision was made to pressure wire the left anterior descending artery (lad) and left circumflex artery (lcx) in order to rule out needing to do any percutaneous coronary intervention (pci). The comet pressure wire was introduced first in the lad. There was some drift at pullback so the physician wanted to repeat the measurement. During an attempt to re-wire the lad, the comet kept going down a side branch and pushing the guide catheter back out. The physician then tried to wire the very tortuous lcx and the comet kept going down a side branch and pushing the guide catheter back out. At that point the physician decided to try a non-bsc wire to see if it would deliver any easier. The comet tip had been reshaped a few times but it was not delivering to the distal vessel. The team began setting up the non-bsc system and as they opened the aortic pressure transducer to air, it backfilled with blood so they had to change the transducer. Meanwhile the comet was sitting on the table for about 5-10 minutes. The physician decided to try again with the comet, this time with a larger secondary bend on the tip. The lad was wired and the comet again stopped at approximately the same place. The physician went ahead and did fractional flow reserve (ffr) and the lad was negative. Drift check was fine this time (1.00). The physician then tried wiring the lcx but again the comet kept going down a side branch. The physician was twisting and pushing the comet quite a bit. The physician then removed the wire and prepared to insert the non-bsc wire. At this point it was noted that the comet tip was still in the lcx. The physician then used some non-bsc wires to try to wrap and remove the comet tip, but the tip ended up in descending aorta. At that point the vascular team (interventional radiologist) was called. They gained 8f femoral access and used a snare to retrieve the fragment. The patient was completely fine the whole time. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the ffr comet wire was separated into 2 segments. The proximal shaft and the distal portion were returned. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in one place. The total proximal shaft length that was returned was 178cm. The length of the distal portion returned was 7cm which equals 185cm. The tip showed a kink. The tip also showed stretched coils. The sensor port was clear. Functional testing of the device could not be completed due to the separation of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The patient presented with elevated st segments which then settled. Coronaries looked fairly normal with a few small irregularities. The decision was made to pressure wire the left anterior descending artery (lad) and left circumflex artery (lcx) in order to rule out needing to do any percutaneous coronary intervention (pci). The comet pressure wire was introduced first in the lad. There was some drift at pullback so the physician wanted to repeat the measurement. During an attempt to re-wire the lad, the comet kept going down a side branch and pushing the guide catheter back out. The physician then tried to wire the very tortuous lcx and the comet kept going down a side branch and pushing the guide catheter back out. At that point the physician decided to try a non-bsc wire to see if it would deliver any easier. The comet tip had been reshaped a few times but it was not delivering to the distal vessel. The team began setting up the non-bsc system and as they opened the aortic pressure transducer to air, it backfilled with blood so they had to change the transducer. Meanwhile the comet was sitting on the table for about 5-10 minutes. The physician decided to try again with the comet, this time with a larger secondary bend on the tip. The lad was wired and the comet again stopped at approximately the same place. The physician went ahead and did fractional flow reserve (ffr) and the lad was negative. Drift check was fine this time (1.00). The physician then tried wiring the lcx but again the comet kept going down a side branch. The physician was twisting and pushing the comet quite a bit. The physician then removed the wire and prepared to insert the non-bsc wire. At this point it was noted that the comet tip was still in the lcx. The physician then used some non-bsc wires to try to wrap and remove the comet tip, but the tip ended up in descending aorta. At that point the vascular team (interventional radiologist) was called. They gained 8f femoral access and used a snare to retrieve the fragment. The patient was completely fine the whole time. No patient complications were reported and the patient¿s status was stable.